Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. A photo was provided of the lens in the eye. There appears to be a scratch/mark/line across the optic of the lens. We are unable to determine the origin from the photo. Product history records were reviewed, and the documentation indicated the product met release criteria. The account indicated the use of an unspecified cartridge. It is unknown if a qualified cartridge was used. The company lens model is only qualified for use with the company b and c cartridge. The handpiece and viscoelastic indicated are qualified for use with this lens, with the use of a qualified lens/cartridge combination. The product investigation could not identify a root cause for the reported complaint. The account indicated the product was not available to evaluate. The account indicated the use of an unspecified cartridge. It is unknown if a qualified product was used. The instructions for use (IFU) instructs: company foldable intraocular lens (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, there was a scratch on lens after insertion. The lens was left in eye. Additional information has been requested.